Manufacturer narrative:
The technician found the block latch was chipped which prevented the siderail from latching. The technician replaced the block latch to repair the bed.

Event description:
Information received indicates the right head siderail will not latch.